Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient indicates that the therapy is not lasting as long as they were told it would. They were told it would be 5 years and then the device itself said it would be over 5 years, but the battery has gone down faster than expected and it had said less than 10 months left. The patient mentioned that they feel little shocks intermittently on the top part of the battery. It is not a major shock, but more like a "little sparkler". The patient said it is not a major electricity shock, but more than a static shock and it is felt intermittently - maybe a couple of times per month. This started about 5 months ago. The patient was redirected to their healthcare provider to further address the issue.